Manufacturer narrative:
Section a2: patient age corrected. Section d: device serial number is documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been entered as the same as published date (april 2024) since date of data collection was not provided. Author information: ahmed, h., murray, j., do, h., maeda, k., & chen, s. (2024). Follow your heart but protect your brain: management of recurrent subdural hematomas in a pediatric patient with end-stage heart failure. The journal of heart and lung transplantation, 43(4), s635. Https://doi.org/10.1016/j.healun.2024.02.1000. (B)(6). Manufacturer's investigation conclusion: the report of a mechanical obstruction of the inflow cannula could not be confirmed through this evaluation, as no imaging was submitted for evaluation. A direct correlation between the heartmate 3 (hm3) left ventricular assist system (lvas) and the reported events could not conclusively be established through this evaluation. The heartmate 3 device serial number and other specific case/patient information are not available and were not requested. No product was evaluated under this complaint. The device history records could not be reviewed as the heartmate 3 device serial number, as well as other specific case/patient information, are not available and were not requested. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. The IFU lists hypertension as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 entitled ¿surgical procedures¿ explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿follow your heart but protect your brain: management of recurrent subdural hematomas in a pediatric patient with end-stage heart failure¿ that heartmate 3 (hm3) may be associated with mechanical obstruction and heart transplant. This case study followed a 7-year-old female pediatric patient with a history of congenital cleft mitral valve post-mitral valve replacement, who was initially diagnosed with a large left subdural hematoma (sdh) treated with burr holes. The patient later presented 6 months later in diastolic heart failure (dhf), severe left ventricular systolic dysfunction, and pulmonary hypertension, which was treated with diuresis and milrinone. A hm3 implant was considered, but serial imaging showed progression of the prior sdh and interval development of new sdhs. A poly-vinyl alcohol embolization was performed in the bilateral middle meningeal arteries, and the patient was implanted with a hm3 the next day. On post-operative day 1, the patient underwent re-operation due to a mechanical obstruction of the left ventricular assist device (lvad) inflow, requiring re-positioning. The patient was medically managed on inhaled nitric oxide, epoprostenol, milrinone, and epinephrine for pulmonary hypertension, and was started on low-dose heparin on post-operative day 4, followed by a transition to bivalirudin then aspirin monotherapy. The patient was discharged after 2 months and later underwent a heart transplant after 140 days of lvad support; the reason for transplant was not provided.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.